Event description:
Complainant reported suspect error problems over the weekend of (B)(6) 2022 which resulted in a delay of care for a patient in the neonatal unit.

Manufacturer narrative:
The analyzer was inspected by a sr. Regional field suppor specialist, the levey jennings chart was analyzed as well as a general inspection and system check. All qc was noted to be in range. Analyzer was operational. No issues found. A DHR review is currently in process. There was no reported sequelae as a result of the reported delay in treatment.